Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The reported failures of intermittent image dropout and the processor displaying error code e216 (scope communication error) were confirmed to be due to corrosion on the plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the scope connector, and the circuit board unit. Based on the results of the investigation, the probable cause of the corrosion on the circuit board unit in the s-connector due to water leakage was determined to be cause not established, indicating that the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the remaining additional failures is cause traced to component failure, indicating expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during inspection for use, the image dropped out sporadically and the processor displayed error code e216 (scope communication error) on the "bronchovideoscope." There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.